Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in response. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the contact on the reported issue, but no response was received.